Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Sample was not returned for evaluation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experience significant lens flare and starbursts from any light source and reflected surfaces during the day and especially at night from single point light sources such as lamps and desk lights with a dark background. The effect is especially noticeable with led lights. Oncoming car headlights are a particular problem causing starbursts and light flares across my entire field of vision both during the day and at night. The patient also still experience foggy or hazy vision in central field of vision which is identical to the symptoms that experienced prior to cataract surgery, although peripheral vision and acuity is greatly improved as a result of the cataract removal. Additional information received from the consumer and stated that, the patient went for second review consultation with surgeon to follow up on unsatisfactory result from the cataract surgery. During first review, surgeon told that patient had posterior-capsule fibrosis and that was causing ongoing the problems with the vision. Surgeon did a yag (yttrium aluminum garnet) laser posterior capsulotomy procedure on right eye, however, this did not resolve the problem and made the starburst symptoms worse than before the yag laser procedure. During second review consultation with the surgeon stated that because the laser surgery did not improve the vision, then the problem must be caused by aberration errors in the intraocular lens. The patient left with no explanation as to why the patient seeing bright halos at night around brightly lit objects such as the tv screen, street lights and car headlights, and large starbursts across the field of vision from bright lights such as car headlights and sunlight reflecting from metallic or glass objects during the day. There are two medical device reports associated with this patient. This report is associated with the right eye.